Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The first result was 3.8782 ng/dl, the re-examination result was 3.1373 ng/dl and > 5.0000 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot shows elevated complaint activity, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any issues associated with the customer¿s observation. A review of ticket trending did not identify any related trend regarding commonalities for complaint lot number and issue. Retained analysis of architect free t4 reagent was performed. Testing met acceptance criteria and the product is performing as expected. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect free t4 assay was identified.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The first result was 3.8782 ng/dl, the re-examination result was 3.1373 ng/dl and > 5.0000 ng/dl. No impact to patient management was reported.